Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and was requiring a full download. Patients and orders were not updating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had communication failure. A field service engineer replaced the communication sled after confirming the unit was not recognizing the ethernet cable plugged into the jack. The docking board was also replaced, but the system still did not detect the ethernet connection from the wall. It was determined that the information technology team would need to verify whether the station was on the correct pix vlan. After the repairs were completed, the customer rebooted the station, and it came up properly; however, it remained offline in remote support services pending information technology configuration to place it on the correct vlan. Plugged into the jack. The docking board was also replaced, but the system still did not detect the ethernet connection from the wall. It was determined that the information technology team would need to verify whether the station was on the correct pix vlan. After the repairs were completed, the customer rebooted the station, and it came up properly. The system functioned as intended after the field service engineer repaired the device.